Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was performed using a 22 mm balloon. The valve deployment starting point was at the bottom of the pigtail catheter, and a non-medtronic guidewire was used.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0013164040); product type: 0195-heart valves; implant date: non-implantable device product ID d-evolutfx-2329 (lot: 0013293844); product type: 0195-heart valves; implant date: non-implantable device product ID: 23 mm dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation using the transcatheter aortic valve evfxplus-29 in a patient with a type 0 bicuspid aortic valve, the valve was implanted at approximately 1 mm depth with no aortic regurgitation and a mean gradient of 8 mmhg. A post-implant balloon dilation was performed with a 23 mm non-complaint balloon to optimize the implanted valve, with pacing at 120 bpm and no loss of capture; however, the valve dislodged towards the aorta during the post-dilation. The dislodged valve was positioned in front of the coronary arteries at the coronary level; due to large sinuses, blood flow was still present. The patient experienced loss of blood pressure and required cardiopulmonary resuscitation and intubation. Snaring of the dislodged valve was performed with attempted high placement, but the valve remained at the coronary level. A new transcatheter aortic valve w as prepared and advanced through the snared dislodged valve. The patient¿s blood pressure recovered and the valve was implanted successfully with no aortic regurgitation and no gradient.